Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. Reportedly, the cartridge and infusion set had been in use for more than 72 hours with novolog insulin. Customer went to the emergency room and was subsequently admitted to the hospital. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.